Event description:
It was reported that thrombosis occurred. Oral anticoagulation was paused two days prior to the index procedure. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) imaging was used for the procedure. Venous access was obtained, and heparin was administered for anticoagulation two (2) minutes prior to transseptal puncture (tsp). A watchman fxd curve access system (was) and a 24mm watchman flx closure device and delivery system (wds) were advanced into the laa. The activated clotting time (act) was 330 seconds. The closure device was deployed. Several thrombi were noted to have formed: one near the mitral valve, one behind the fabric cap of the closure device, one on the septum, and another noted inside the was after pulling it back into the right atrium. Release criteria was assessed. There was a residual 1.5mm gap with no flow in the 135-degree view on tee imaging noted, however, due to thrombus being formed behind the fabric of the closure device, the physicians decided that repositioning would likely be a greater risk than leaving a small gap. The closure device was subsequently implanted. The physician performed aspiration on the was as an intervention in response to the thrombi. The procedure was concluded. The patient was placed on dual oral anticoagulant (doac) medication therapy immediately after the procedure. The patient was discharged.

Event description:
It was reported that thrombosis occurred. Oral anticoagulation was paused two days prior to the index procedure. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) imaging was used for the procedure. Venous access was obtained, and heparin was administered for anticoagulation two (2) minutes prior to transseptal puncture (tsp). A watchman fxd curve access system (was) and a 24mm watchman flx closure device and delivery system (wds) were advanced into the laa. The activated clotting time (act) was 330 seconds. The closure device was deployed. Several thrombi were noted to have formed: one near the mitral valve, one behind the fabric cap of the closure device, one on the septum, and another noted inside the was after pulling it back into the right atrium. Release criteria was assessed. There was a residual 1.5mm gap with no flow in the 135-degree view on tee imaging noted, however, due to thrombus being formed behind the fabric of the closure device, the physicians decided that repositioning would likely be a greater risk than leaving a small gap. The closure device was subsequently implanted. The physician performed aspiration on the was as an intervention in response to the thrombi. The procedure was concluded. The patient was placed on dual oral anticoagulant (doac) medication therapy immediately after the procedure. The patient was discharged.

Manufacturer narrative:
B6: updated. D4: lot number added. H6: evaluation codes changed from device not returned to device discarded. H6: evaluation conclusion code added.